Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13473; related manufacturer reference number: 1627487-2019-13475. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their system explanted.

Manufacturer narrative:
The report event of loss of efficacy was not confirmed. As received, the returned (b) lead passed all test. The cause of the reported event remains unknown.